Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called regarding surgery of a primary left total knee arthroplasty. Experiencing a cutting feeling along the front and back of knee. In constant pain, received injections, takes only ibuprofen. Stated surgeon will not revise patient and has been referred to other surgeons with no results. Inquired if part of recall and need a revision specialist.

Manufacturer narrative:
The following devices were listed in this report after the initial medwatch was submitted: triathlon asymmetric x3 patella; cat# 5551-g-320; lot# 0vaw. Triathlon prim cem fxd bplt #7; cat# 5520-b-700; lot# efxys. Triathlon cr fem comp #7 l-cem; cat# 5510-f-701; lot# s769p. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "the x-rays confirm a very adequate implantation of cemented triathlon cr/cs devices in adequate size, position and fixation. There is old hardware in place of an anterior cruciate ligament reconstruction that failed later and then required tkr. As such, there are no procedure-related matters evident to explain the complaints of the patient. Also from the patient-related perspective no clue to the potential cause of complaints. The devices appear very adequate and consequently this case cannot be solved with the current information. It would not be impossible that the hardware from the previous acl reconstruction, still present in distal femur and/or proximal tibia might contribute to symptoms but this requires clinical examination to cross-check with local complaints and is beyond the scope of this review." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. The provided medical records were reviewed by a consulting clinician who indicated there are no procedure-related matters evident to explain the complaints of the patient. Also from the patient-related perspective no clue to the potential cause of complaints. The devices appear very adequate and consequently this case cannot be solved with the current information. It would not be impossible that the hardware from the previous acl reconstruction, still present in distal femur and/or proximal tibia might contribute to symptoms but this requires clinical examination to cross-check with local complaints and is beyond the scope of this review. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient called regarding surgery of a primary left total knee arthroplasty. Experiencing a cutting feeling along the front & back of knee. In constant pain, received injections, takes only ibuprofen. Stated surgeon will not revise patient and has been referred to other surgeons with no results. Inquired if part of recall and need a revision specialist.